Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The monitor was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a endoscopic 3rd ventriculostomy. It was reported that the touch function on the surgeon monitor was not functioning. A different monitor from a different system was used to finish the case. There was no reported delay to procedure and no reported impact to patient outcome.

Manufacturer narrative:
Additional information was received a representative found a loose connection was causing the issue. The cable was reseated and the issue was resolved. The monitor was not replaced and the replacement monitor was returned to the manufacturer unused. If information is provided in the future, a supplemental report will be issued.